Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the event may have occurred due to the following causes: 1. User did not adequately brush or feed proper water flow during precleaning and/or manual cleaning; 2. Precleaning to be taken immediately after procedure was delayed, which caused foreign material to adhere and remain within suction channel. Further inspection findings: c-cap insulation insufficient / deformed; a-rubber glue porous; biopsy channel incised; angulation insufficient; bcu slightly wear and tear. The instruction manual identifies the following related verbiage which may reduce/prevent the suggested event: reprocessing manual ·precleaning the endoscope and accessories -preparation: immediately after the patient procedure, with the endoscope still connected to the equipment (i.e., the video system center, and suction pump) used in the patient procedure, perform the following precleaning steps at the patient bedside. -aspirate water ·manually cleaning the endoscope and accessories -brush from the suction cylinder to the distal end of the endoscope (this brushes the instrument channel in the insertion section and the suction channel in the control section) -brush from the suction cylinder to the endoscope connector (this brushes the suction channel in the universal cord and the endoscope connector) -brush the suction cylinder -aspirate detergent solution through the instrument channel and the suction channel -remove detergent solution from all channels rinsing the endoscope and accessories following disinfection ·presoaking the endoscope if manual cleaning could not be performed within 1 hour after the patient procedure or if you are not sure whether manual cleaning could be performed within 1 hour, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen. The instruction manual additionally identifies the following related verbiage regarding cleaning of suction cylinder/channel as follows: -flush water into suction channel of device during precleaning. -brushing method of suction cylinder/channel. -flushing/removing method of detergent solution into/from suction channel. - cleaning method of device for excessive bleeding and/or delayed reprocessing after each procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation confirmed the reported issue as the suction cylinder was clogged (foreign white colored plastic) and the foreign material could not be removed even if the correct reprocess was performed due to buckling of each channel. Additionally, the distal end cover and body control unit have cosmetic wear, the bending section cover is lifting, the biopsy channel is scraped inside. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
(B)(4) was informed that a customer colono-videoscope was returned due to a report of "does not suction well, because the suction valve do not fit completely" during an unspecified event. Upon inspection and testing, the scope does not suction well was confirmed as the suction cylinder was clogged and the foreign material could not be removed even if the correct reprocess was performed due to buckling of each channel. No patient injury or harm was reported to olympus.